Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to a worsening driveline infection with pain and inflammation. The patient was recently treated with doxycycline. The patient had a continued scant drainage and pea sized abscess on the left of the driveline. The patient was changing dressings daily and cleaning with betadine, however noted they were not using betadine the last couple of days due to skin irritation. The patient denied fever, chills, body aches. Vs stable, no changes in activity level, the patient had a bariatric referral, the patient also denied any vad alarms, abdominal pain, n/v/c/d, syncope cp, shortness of breath palpitations, bleeding, or edema. The patient had a driveline debridement on (B)(6) 2021. Wound cultures from the operating room were positive for s. Aureus, blood cultures were negative. The patient was discharged on (B)(6) 2021 with IV cefazolin 6 week course. No additional information was provided.